Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited low amplitude noise on the rate sense channel of this transvenous defibrillation lead. The noise was sensed by the device, and resulted in asymptomatic pacing inhibition. This patient is pacemaker dependant. Due to concerns of seal plug damage on this device, the physician elected to explant and replace the crt-d with a similar device. In addition, the decision was made to cap and replace the rate sense leg of this defibrillation lead. To date, there have been no reported patient symptoms associated with this clinical observation.